Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, the user reported that their infusion site dislodged after dropping the ilet device on (B)(6) 2025. The user, who uses an inset 23mm 6mm infusion set, had not worn the ilet since the incident and managed blood glucose (bg) with backup insulin injections. The ilet was charging at the time of the call, and the agent provided guidance on connecting the libre 3+ sensor using the ilet mobile app. The highest blood glucose (bg) recorded was 189 mg/dl. Bg was corrected with insulin injections. No symptoms were reported during the event, and no medical intervention was required at the time of call.